Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review, part number: 338.302, lot number: 5027383, release to warehouse date: july 27, 2005, manufactured by synthes (B)(4), mrr (B)(4) documents one rejection of nine inspections for a nonconformance of "part not welded" for the specification "part to be welded" for feature "v" for visual. This nonconformance would not have contributed to the complaint condition as the weld is at the proximal end of the device whereas the complaint reports a breakage at the distal tip of the device. This nonconformance is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: during a dynamic hip screw insertion, the threads of a coupling screw (338.31 lot 6767809) broke off and the tip of a wrench (338.302 lot 5027383) broke off. Fragments were generated from both of these broken parts. Intraoperative x-ray imaging revealed all fragments were retrieved. There was a 20 minute surgical delay. Other parts were immediately available. No further patient harm was reported and the procedure was completed successfully. The returned instruments were examined and the complaint condition was able to be confirmed in each instance as the distal tips of both instruments were broken. As specifics regarding the technique at the time of failure were not provided, no definitive root cause was able to be determined; excessive loading and/or off-axis force application likely contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 10/29/2015, patient outcome reported as good.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation at this time. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a dynamic hip screw insertion, the threads of a coupling screw broke off and the tip of a wrench broke off. Fragments were generated from both of these broken parts. Intraoperative x-ray imaging revealed all fragments were retrieved. There was a 20 minute surgical delay due to the reported issues. Additional devices were immediately available for use. No further patient harm was reported and the procedure was completed successfully. This report is 2 of 2 for (B)(4).